Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a territory manager that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 37 mg/dl at the time of the incident. The customer used food to treat in both manual and auto modes. The customer experienced symptoms such as a diabetic seizure. The caller was unsure if the customer was wearing the insulin pump during the incident. The customer was using the pump in manual mode before the incident and they were at 201 mg/dl. The customer started dropping when they went into auto mode, and were at 93 mg/dl after a couple of hours. The customer's sensor did not calibrate. Troubleshooting was not completed as the customer was not available during the call. The customer had also changed their infusion set that morning and they unsure if they were using the new sets. The insulin pump will not be returned for analysis.